Event description:
The customer reported a possible contamination issue during a continuous mononuclear cell collection (cmnc) on a spectra optia device. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a possible contamination issue during a continuous mononuclear cell collection (cmnc) on a spectra optia device. Per the customer, the product was for research only. After multiple follow-up attempts, the customer did not provide further patient information/outcome or procedural details. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11 investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other report for similar issues (microbial contamination) on this lot. Per an internal terumo bct technical report, the phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in lakewood / littleton, co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. Root cause: a root cause assessment was performed for the microbial contamination. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * inadequate post-processing laboratory practices such as qc sampling or handling techniques. * complications associated with prolonged use of catheter access. * patients' underlying disease diagnosis (immunocompromised host) and/or the species was endogenous and originated from the patient.